Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer states that contacts on the battery cap are neither missing nor damaged. Customer states that battery compartment was neither damaged nor corroded. Customer states that spring was neither damaged nor corroded customer stated that battery failed test on 12 batteries battery failed alarm screen just says medtronic on it and the screen just flashes on and off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.